Event description:
On 14-jan-2026, a clindex notification was received for a patient enrolled in the shoulder arthroplasty registry who experienced loosening of the glenoid-side implant. At the 1-year follow-up, including CT and csi review, the patient reported persistent shoulder pain and overall dissatisfaction. Clinical evaluation raised concern for possible baseplate loosening versus conjoined tendonitis, and treatment options were discussed. An arthroscopic debridement was performed on (B)(6) 2026, and postoperative findings on (B)(6) 2026 confirmed a loose baseplate. A conversion to reverse shoulder arthroplasty (rsa) was subsequently scheduled for (B)(6) 2026. The event was documented as probably not related to the arthrex univers revers implanted on (B)(6) 2024. Additional information was received on 20-jan-2025: the patient underwent a right reverse shoulder arthroplasty on (B)(6) 2026. The planned conversion to reverse shoulder arthroplasty was rescheduled and subsequently performed on (B)(6) 2026. No further details were provided at this time. Additional information was received on 28-jan-2026: the planned conversion to reverse shoulder arthroplasty on (B)(6) 2026 was performed at a different facility location. No further details were provided at this time.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.